Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Patient has high tone and broke both back canes, she did not know exactly where they were broken.